Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU stated when they try to start therapy the arctic sun device primed and stopped. Disconnected and reconnected pads using proper technique and restarted therapy. Guided to system diagnostics showed that the system hours were 3549, pump hours were 3108, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. One of the pads made a whooshing sound when they connected. Tried disconnecting this pad and restarting again. Device primed and stopped again. No other devices at this facility. Stopped therapy, drained and disconnected pads, and placed device in manual control. No pads attached in manual control, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 68 percentage, flow rate (fr) was 1.85lpm. Added right chest pad: inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was dropped to 0.3lpm then to 0lpm. They will try another method of ttm for this patient. Drained and disconnected pads, turned device off, tagged for biomed (circulation pump). Per follow up information received via task on 04mar2026, spoke with nurse who confirmed device was removed from service and criticool machine used in place. They denied any suspected pad issues, and they had been exposed of.